Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed and duplicated. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a craniotomy surgical procedure, the "outer hose of the motor device was torn". As a result, there was a five minute delay in surgery. The planned surgical procedure was completed successfully as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.